Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device received. A visual inspection found the device was in used condition. A review of the event history log confirmed the customer reported complaint. The plunger printed circuit board (pcb) was replaced to resolve this issue. The pump passed all performance verification testing. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not recognize the 1 and 3 milliliter (mils) syringes. There was no patient involvement.